Manufacturer narrative:
Other text: device evaluation- the device history record was reviewed for the serial number. The review showed the device passed all testing prior to release. The device was returned to smiths medical service centre for repair. The testing of the device confirmed the relief valve was not performing as per specifications. Once this component was replaced the device passed testing. The cause of the component failure was not established in this case.

Event description:
Information received a smiths medical ventilators/pneupac ventilators parapac plus has high pressure audio alarm is not working. This occurred during testing and no patient involvement.